Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges. Reportedly, the cartridges were filled with approximately 200 units. The customer reported reusing infusion set tubings and only changed the infusion set tubing when the vial of insulin was completed. There was no reported adverse impact to the customer's blood glucose level for the past events. The customer reported a blood glucose level of 180 mg/dl at the time of report. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.